Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call of having high blood glucose of 537 mg/dl and the pump does not alert to alarms. Customer treated with a pen. Customer indicated that the pump alarmed no delivery and low battery but did not beep. Customer did not know of the alarms, since the pump did not beep, and the customer's blood glucose went high because of that. Troubleshooting assisted the customer to change the beep feature to the vibrate feature and the pump passed the self test. Customer was advised to monitor the pump and to follow up with their doctor regarding their high blood glucose.